Event description:
It was reported to philips that the system's host computer was unable to boot, stalling at the screen message "x-ray is starting up". The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the issue was linked to software. The fse then reinstalled the software to resolve the issue and restored normal operation. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.